Event description:
As reported, when pressing the plug deployment button on a 5f exoseal vascular closure device (vcd), the button was difficult to depress and could not be pressed down. Normal closure could not be performed and hemostasis was achieved by manual compression. There were no reported injuries to the patient. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow from the bleed-back indicator significantly slowed or stopped, and until the indicator window turned solid black. No red color was observed during retraction. A non-cordis sheath introducer was used. Angiography verified femoral artery suitability, including an insertion angle of 30¿45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. The exoseal vcd was used in a diagnostic procedure through a retrograde approach, and the physician was certified in the use of exoseal vcd. The device will be returned for evaluation. When button depression was attempted, the indicator window was solid black at that time, and the device was not attempted to be deployed outside the patient's body.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.